Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device was implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that space oar was implanted during a space oar placement procedure performed on (B)(6) 2019. According to the complainant, the patient experienced anaphylactic shock post procedure and was admitted to the emergency room. Reportedly, the space oar gel was placed correctly. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.